Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure was the power switch for the control panel had a short circuit. Additional malfunctions include the zip ties for the sieve beds were replaced, the inlet filter was dirty, the pe valve was leaking, the sieve beds were leaking, the zip ties for the pe valve were replaced, and the hose clamp for the pe valve were replaced.